Event description:
A report was received that the patient had a clear liquid in the pocket site. The patient underwent revision and was doing well following the procedure. Antibiotics were given as a prophylaxis.